Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) pacing impedance measurements greater than 3,000 ohms and rv shock impedance measurements greater than 200 ohms. This ICD was replaced. A non-boston scientific device was implanted to complete this procedure. No additional adverse patient effects were reported.